Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted, but after the physician had to reposition it multiple times, thus extending and retracting the helix numerous times. At a post-operative check, high out of range pacing impedance measurements of greater than 2000 ohms were observed on the rv channel. No changes have been made at this time and the rv lead remains in service. No adverse patient effects were reported.